Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
Patient was revised to address increasing ion levels. The liner was depuy product and was removed; however, we were not able to obtain any information about the head. Doi unk - dor: (B)(6) 2011 (right hip). Update 5/2/2012 - litigation papers received. Added patient's middle name and doi. Additionally, we added the femoral head due to allegations that patient had pain related to a depuy metal-on-metal implant. There is no new additional information that would affect the investigation. (Doi: (B)(6) 2009). Update 12/19/2012 - pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review. Update ad 24 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges pseudotumor, dislocation with closed reduction, metal wear, metallosis and elevated metal ions. Stem was added to impacted product due to elevated metal ions. Patient identifier and patient code was updated. Added law firm and hospital name. Doi: (B)(6) 2009; dor: (B)(6) 2011; (right hip) first revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.